Event description:
According to the available information, mandrel comes out of eyelet during installation. The insertion caused significant pain but no visible injury was reported. It was noted after the insertion attempt; however, insertion was impossible due to the problem with the probe.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.